Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead presented a fracture and high out of range pacing impedance (more than 3000 ohms). During surgery to extract the lead, the tip detached from the lead body and remained attached to the atrium. At physician's discretion, the tip was left in the atrium and the remaining lead body was explanted. A new lead was successfully implanted and the procedure was completed. No additional adverse patient effects were reported. At this time, the product is in quarantine but it is expected to be returned afterwards.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead presented a fracture and high out of range pacing impedance (more than 3000 ohms). During surgery to extract the lead, the tip detached from the lead body and remained attached to the atrium. At physician's discretion, the tip was left in the atrium and the remaining lead body was explanted. A new lead was successfully implanted and the procedure was completed. No additional adverse patient effects were reported. Information from the field indicated that the product was in quarantine but it was expected to be returned afterwards. Several attempts were made to retrieve the product for analysis but no response was received.